Event description:
The reporter stated that the bedside monitor displayed negative, and low, brain tissue oxygen value readings on the bedside monitor. There was no adverse event related to the malfunction.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.